Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Not returned to manufacturer.

Event description:
As reported to coloplast, though not verified, patient's legal representative stated dyspareunia, frequency, urgency with urge incontinence, suprapubic pain, infection urethral obstruction due to vaginal mesh. Plaintiff alleges erosion and loss of consortium.